Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter was not secure during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation - CAPA. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine the root cause associated with eclipse defective locking mechanism and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7005874. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.